Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: malformed stapling occurred. Some remained u-shaped and some were opened wide. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used to complete the procedure. The surgeon stated that the device was misaligned and stapled. Oozing under 200cc occurred. Nothing fell into the pt cavity. Operative time was not extended more than 30 mins.